Event description:
It was reported that before software update, at flow rate test, the value was out of allowance negative 392 ml min in an arctic sun device. Per review of wo on 06feb2026, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the flow meter had failed. (Arctic sun 5000) no error code observed. Flowmeter replacement and functional check were performed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.